Event description:
Customer called to report a blood leak on the blood sampling valve (bsv) drip tray of the coulter lh750 hematology analyzer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) observed that the rinse trough for the manual probe was not aligned properly to catch the needle when it was draining. The fse adjusted the probe rinse assembly to properly catch the needle. There was no further evidence of leaking. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause for the leak was a misaligned rinse trough at the manual probe, which was resolved with the services performed by the fse. (B)(4).